Event description:
Report received from (B)(6) stating that the device had the condition of "frozen". The device was not being used during surgery. It is unk if there was injury or medical intervention. The date of the event is known. There was no info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).